Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12jul19. The manufacturer¿s international service technician confirmed the reported auto-start issue and replaced the user interface assembly (ui pcba) to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the unit started by itself. There was no patient involvement.

Manufacturer narrative:
Date rec¿d by MFR : 04oct2019, date of report : 07oct2019. The part was returned to the manufacturer for failure investigation. It was determined that no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the unit started by itself. There was no patient involvement.